Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was both mildly calcified and tortuous and 75% stenosed. A 20/30 indeflator ppak would not hold pressure upon inflation and could not inflate the device it was connected to. Upon inspection, a leak was noted at the connection of the copilot. A new indeflator with copilot was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.